Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-10-01. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle shield does not detach as intended and needle hub separates and the 1st related complaint for cannula broken on lot # 9322425. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle shield does not detach as intended, needle hub separates, cannula broken) was captured and addressed investigation summary: customer returned (5) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9322425. Customer states that the needle shield was difficult to remove and needle hub separated into shield. All returned syringes were examined and 4 out of 5 samples were returned with the hub-needle/shield assembly separated from the barrel. The remaining sample exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), on 13 oct 2020, holdrege received photo complaint. Needle missing: a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no signs of core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Needle broken: a visual evaluation of the photos showed a hub with a broken cannula. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA # 1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal hub separated during use. The following information was provided by the initial reporter: material no. 328512, batch no. 9322425. It was reported that needle shield was difficult to remove and needle hub separated into shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 25 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal hub separated during use. The following information was provided by the initial reporter: material no. 328512, batch no. 9322425. It was reported that needle shield was difficult to remove and needle hub separated into shield.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal hub separated during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9322425. It was reported that needle shield was difficult to remove and needle hub separated into shield.